Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a broken sensor wire that occurred on (B)(6) 2015. Patient stated that upon removal of the sensor, only a portion of the sensor wire was attached to the sensor pod. Patient was not able to locate other portion of the sensor wire but confirmed that no part was left in the skin. At the time of contact, the patient did not report any injury or medical intervention

Manufacturer narrative:
(B)(4).